Event description:
Account tested patients inr = >8.0, laboratory sample taken and inr = 5.5. Account did not know if patient received any treatment based off of the lab result. Controls were tested and within range.